Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus."; however, the xxl balloon was used in the iliac vein. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status was fine.